Event description:
Rptr complains of joint swelling in fingers in am, hardening of skin around implant, muscle fatigue, breast tenderness, fatigue, chest pain in center of breasts, pain between shoulder blades, coldness and pain in fingers, weight loss, can't lie on left side due to breast hardness, can't lie on stomach, tired, weak hands and arms, balance problems, loses grip and drops thing, and some sleeping problems.